Event description:
Medtronic received information that during the positioning of this transcatheter bioprosthetic valve, the valve dislodged from the targeted position and was deployed in the sinus of valsalva. A second valve was successfully implanted in the targeted location. It was also reported that extracorporeal membrane oxygenation support was initiated post-implant due to hemodynamic instability. Angiographic findings revealed no blockage of the coronary arteries. Additional information was received that ten days following implant the patient died. The health care provider reported that the death was not related to the valve or its function nor was there any allegation that the valve contributed to the patient's death.

Manufacturer narrative:
The device was not explanted and thus not available for return and analysis. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors for dislodgement include inadequate deployment (due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion) and incomplete detachment of the valve from the delivery catheter system. However, a root cause of the dislodgement could not be determined from the information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.